Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down and left button of the insulin pump did not work. Customer¿s blood glucose level was 283 mg/dl. Customer changed the battery. Customer reported that the scroll bar was not moving with no input and number was not ramping on their own. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.